Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to customer¿s blood glucose level. Multiple attempts were made to follow up with the customer to complete troubleshooting, but the customer did not respond.